Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. Cases of primary non-stability: no stability when placing the 4.2l/11.5 implant. Placement of a 5l/11.5 implant (stability) instead. No stability with 5l10? Implant. No subsequent placement, waiting for healing.